Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (the legal manufacturer evaluated the device). The previous investigation results do not change. The likely cause of the reported event is due to a failure of the emergency lamp. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source received an e-207 error code. The issue was found during inspection prior to an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. The investigation results noted that there was an internal emergency light failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code e207 which indicates "emergency lamp does not light up" occurred due to faulty emergency lamp. Olympus will continue to monitor field performance for this device.